Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material which was bigger than the inner diameter of the air/water nozzle entered inside the air/water channel, which resulted in clogging. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on bending section cover, water tightness was lost. The bending section cover had a scratch. Bending tube had a dent. Due to a pinhole on channel tube, water tightness was lost. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped and had white-clouded area. Adhesive around objective lens was peeled. Adhesives around light guide lens had white-clouded area. Distal end cover had a burn. Connecting tube had a dent and a scratch. Bending tube had a dent. Part of the insertion tube was caught and pinched - the insertion tube was deformed. Switch had a scratch. Protector of universal cord on control section side had a scratch. The investigation is ongoing. A supplemental will be submitted in completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the tip of the gastrointestinal videoscope was worn out. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.